Event description:
I had a full hysterectomy done on (B)(6) 2009 due to a prolapse. According to my doctor, I was in perfect health other than the prolapse. He used pelvic mesh to suspend my bladder etc., boston scientific was the MFR, obtryx m0068505000 and elevate mfg by american medical systems, lot/ref# 720091-01 (B)(4). I had complications after the surgery. Inclusive of this I had tremendous pain in my left groin area for one year. Since the operation, I have urinary and fecal incontinence. I have not been able to have sexual intercourse due to the pain. My husband of (B)(6) is not able to penetrate. I wake up during the night 2-5 times which means I cannot get a good night sleep nor can my husband. We now sleep in separate bedrooms so he can get up for work. I am irritable all of the time. I used to be very active and walked 5 miles per day. I can no longer do this. Sometimes I get deep twinges of pain like I am ovulating due to the mesh. My urogynecologist has stated that the pelvic mesh failed. My right side of my vagina has collapsed and my bladder is sitting on top of it creating a lump between my legs. The pelvic mesh is still inside of me and I will need to have another operation. The first one cost (B)(6) not including doctor bills and co-pays. The FDA needs to take some action so we are protected from this.